Event description:
It was reported that this left ventricular (lv) lead was part of the system revision due to erosion and infection. No adverse patient effects were reported. The lv lead remains in service.